Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Monitored with the insulin pump communicating properly with sensor tester and the sensor transmitter; the auto mode feature activated properly. No unexpected lost sensor alerts or active insulin updating messages noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error alarms or pump error alarms noted during testing. No unexpected replace battery alerts or replace battery now alarms noted during testing or in the pump trace download. Monitored for more than a week with no unexpected low battery alarms noted. No battery cap received with unit. Pump error alarmed during self test due to moisture damage on keypad traces. The insulin pump was received with crack battery tube area. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked battery tube threads, stained serial number label, peeling end cap address label, corrosion on force sensor assembly, moisture damage on motor assembly and slight corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump was getting low battery for less than a week. The customer reported that the battery cap broke and the back of the battery compartment of the insulin pump cracked. The customer's blood glucose was unknown at the time of incident. The customer mentioned that the insulin pump alarmed lost sensor but declined to troubleshoot. The insulin pump was returned for analysis.